Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, affecting usb pins and ability to charge, with no shutdown of pump and cause believed to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery, and technical support arranged replacement pump.